Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only 45 cm of the tip portion of the lead was returned. The helix was extended. Resistance testing was completed to assess the lead segment¿s electrical performance; measurements throughout these tests were within normal limits. An x-ray of the lead segment revealed no fractures or other anomalies. No testing of the helix mechanism could be performed due to the condition of the lead. Laboratory testing was unable to reproduce the reported clinical observations. The portion of lead that was returned was electrically continuous.

Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this right atrial (ra) lead dislodged one day post-implant. During the revision, the helix was difficult to retract and extend. It took several positionings to find an adequate location for the lead, but then the helix did not extend properly as there was an unexpected delay in the torque. The lead was connected to the device, and noise was observed, with a pacing impedance measurement of greater than 3,000 ohms. The lead measurements with the pacing system analyzer (psa) had been normal. The lead was removed from the device and tested on the psa again, but no signal was noted. By then, the lead had dislodged from position anyway so the lead was extracted and a new lead of the same model was implanted successfully. It was noted the old lead was cut to maintain access for the new lead. No additional adverse patient effects were reported.